Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 7 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient changed the system controller. The patient could not recall the specific alarm. The patient was asymptomatic. Log files were provided to the technical service representative and pump stoppage events were confirmed. Provided x-rays were reviewed and an area of concern at the loop of the driveline was confirmed. The technical service representative was on-site on 17jan2018 and performed a percutaneous lead (driveline) replacement. There were no immediate alarms after the repair when tethered to the regular grounded cable on the power module. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed multiple low speed events and pump stoppages; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. Review of the system controller log file showed that multiple low speed events as well as pump stoppages were captured on (B)(6) 2017, which were associated with low speed advisory/hazard, low flow hazard, and driveline disconnected alarms as well as large elevations in pump power up to 25.5 watts. All low speed/pump stoppage events captured in the log file only occurred while the patient was operating on the mobile power unit (mpu) and appeared consistent with a potential percutaneous lead wire compromise; however, the evaluation of the returned portion of the perc lead did not confirm any wire damage. A distal end percutaneous lead (lead) replacement was performed on (B)(6) 2018 and approximately 21 inches of the external portion of the lead was returned for evaluation. Electrical continuity testing of the replaced portion of the perc lead revealed that all wires were electrically intact, even with manipulation of the lead. Upon removal of the rescue tape repairs, cosmetic tears in the outer silicone sleeve were observed; however, no damage to the underlying clear bionate layer was noted. The metal braided shield layer appeared to be in overall fair condition considering over 5.5 years of use; only a few areas of moderate breakdown of the braided shield were noted. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the lead segment. The returned portion of the perc lead was suspended in a saline bath for high-potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.